Manufacturer narrative:
D2b.corrected from sba to qhj.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where hcp was unable to remove the user's previous sensor, which was inserted in the left arm. The sensor was not palpable prior to the removal attempt, and both ultrasound and a magnet were used to localize it. An x-ray is planned to assist with localization during the next removal attempt at the time of the next sensor exchange.